Manufacturer narrative:
The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing due to dust/debris under the dose button, on washer, on the dose detent and dose knob. Unable to perform functional test or verify report anomaly due to leadscrew anomaly. Inpen received with missing dosing window and erased dose alignment marking.

Event description:
Information received by medtronic indicated that the insulin pen did not capture the dosage correctly. Customer tried changing cartridge but issue did not resolved. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.